Event description:
It was reported that a spectrum pump had a door latch issue. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation confirmed the door latch issue by reproducing a door not fully latched alarm which was caused by cracked and warped door hooks. The door hooks were replaced.